Manufacturer narrative:
Additional information: device evaluation: no product has been returned at the time of this evaluation. Product complaint cannot be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information/corrected data: upon further review, it was realized that information of the patient date of birth and lot number for the suspect healon endocoat were inadvertently not included when the initial report was submitted. Therefore, a correction submission report is required. The following fields were updated accordingly. Section a2: age/date of birth: (B)(6) 1945. Section d4: model number: vt585. Section d4: expiration date: 5/31/2021. Section d4: lot number: 027344. Section d4: UDI number: (B)(4). Section d4: catalog number: vt585. Section h4: device manufacture date: 6/12/2018. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant and explant date: if implanted or explanted, give date: not applicable, the healon endocoat is not an implantable device. Other: the device is not returning for evaluation, model and lot number are unknown, not provided, therefore no product investigation can be performed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that healon endocoat product was used during cataract surgery and was not removed by the doctor. There was no adverse effect except for six (6) hours after intraocular lens (iol) replacement when corneal decompensation developed, the cornea became opaque. There was no increase in intraocular pressure. No product will be returned. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.